Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay, elecsys ft3, and elecsys tsh assay results for one patient sample compared to the results received from an abbott analyzer in another laboratory. The customer suspected interference. Only the results provided for tsh were a reportable malfunction. The initial tsh result was 1.90 miu/l. The result from the abbott analyzer was 4.34 mui/l. The results were reported outside of the laboratory. There was no allegation of an adverse event. The "ferritine and toxo" assays were also repeated on the abbott analyzer, but no discrepancy was found. The calibration and qc was acceptable for the assay. The customer used cobas 6000 e 601 module serial number 2479-02. Sample from the patient was submitted for investigation and an interfering factor to streptavidin was found which most likely caused the issue with the ft4 and ft3 results. This interference is documented in product labeling for these assays. During investigation testing, the tsh result from a cobas 6000 e 601 module was 1.82 uiu/ml and the result from a cobas e 411 immunoassay analyzer was measured within the reference range. The specific result was not provided.

Manufacturer narrative:
The biotin concentration in the sample was found to be approximately 0.24 ng/ml. This is below the allowable threshold concentration of 25 ng/ml that is specified in product labeling for the tsh assay. Based on this result, it was determined there was no effect on the result due to the biotin taken by the patient. Upon further investigation, the interfering factor found in the sample was determined to be the cause of the low tsh result. This interference is documented in product labeling for the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.